Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1ge6b, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care physician (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the hcp noted the suture punctured the lead during the procedure. The representative stated the impedance was good, but wanted to know the ramification. The representative was advised the integrity of the lead was no longer guaranteed since the suture needle punctured it. The representative was going to follow up with the hcp. The lead was removed and replaced with a new lead from the same lot number. There were no symptoms reported and no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
All the information mentioned previously was confirmed with doctor at the time of surgery.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1ge6b, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the lead was discarded by the account and so the device will not be returned for analysis. There were no further complications reported/anticipated.